Event description:
It was reported that the patient could feel stimulation, but it would fade out. When the patient pressed on the area stimulation would get stronger. The patient was going to meet with his physician on (B)(6) 2012 to discuss possibly revising the placement. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).